Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. The root cause was determined to be improper calibration during a rapid rise or fall. Labeling indicates: if you have not used the calibration code, you must manually calibrate your g6 using values obtained from a blood glucose meter and fingersticks daily. You must calibrate immediately when the g6 notifies you. If you haven't calibrated when notified, your g6 may not be accurate, so use your glucose meter to make treatment decisions until you calibrate your g6.